Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03685. The pt received 2 scs leads with the same lot number. It was reported the pt is not receiving stimulation. A sjm representative was unable to resolve the issue with reprogramming. It was also reported the pt is experiencing an increase in recharge burden and decrease coverage patterns. Follow-up is pending.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03685.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.